Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer patient connector has corrosion. Product ID: 2067 radio frequency head. (B)(4).